Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the nurses have stated that the tubing sets have been found to have a tear in the silicone segment and have thrown the affected sets away without reporting the events.